Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a capsule tear during implant of the zcb00 21.0 diopter intraocular lens (iol). Lens was inserted into her left (os) eye on (B)(6) 2018. Reportedly, incision enlargement and vitrectomy were performed for the lens to remain implanted. Patient has recovered from the surgery. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.